Event description:
The patient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.